Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, instability. The area around the implants was all black, 'possible metalosis" cultures taken: lateral condyle posteriorly had significant wear on poly, femur wore through poly and was metal on metal with base plate.